Event description:
It was reported that the device reached elective replacement indicator earlier than anticipated. A replacement procedure will be planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.